Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg was moving around due to patient's physique. Surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was repositioned to address the issue and to improve patient charging ability. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.